Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: not applicable as the lens was removed in the initial procedure. If explanted; give date: not applicable as the lens was removed in the initial procedure. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a posterior capsular (pc) tear occurred and a sulcus lens was used instead. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Corrected data: in the initial MDR, the date of event was reported as (B)(6) 2018; however, the information provided with the returned lens indicated the event date as (B)(6) 2018. The following section has been updated accordingly: date of event: (B)(6) 2018. Device available for evaluation? Yes. Returned to manufacturer on: 8/31/2018. Device returned to manufacturer? Yes. Device evaluation: the lens was received and evaluated. Fibers/particles were observed on lens which was related to the handling of the unit out of non-sterile environment. Viscoelastic residue was also observed on lens, which indicates that the unit was handled and prepared for surgical use. One haptic was observed detached, which could be related to the removal process performed. The detached haptic piece was not returned. No damage was observed on the other haptic. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.